Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor resets) was confirmed. Upon investigation, the monitor reset. The cause for the resets was isolated to a corrupted sd card. The root cause of the corrupted sd card cannot be positively identified. No adverse event resulted from the defective sd card.

Event description:
A united states distributor returned monitor sn (B)(4) to report that it was resetting.